Manufacturer narrative:
D4- lot number: corrected from 0029895550 to 0029212209. D4- expiration date: corrected from 08/04/2024 to 04/11/2024. H4 device manufacture date: corrected from 08/05/2022 to 04/12/2022. Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood in the guidewire lumen. The balloon was loosely folded. The guidewire used in the procedure was not returned for analysis and functional testing. Instead, a 0.014" guidewire was used for the wire insertion test. The guidewire passed through device with no resistance or issues. The guidewire was inserted through both ends of the device and encountered no difficulties. Product analysis did not confirm the reported event, because the guidewire passed through the device with no resistance or issues.

Event description:
It was reported that the device entrapment occurred. After stent implantation, a 3.00mm x 15mm nc emerge balloon catheter was advanced for post dilation. However, during attempting to remove the balloon over the non-boston scientific (bsc) wire in the usual fashion, the balloon became stuck to the wire. The physician managed to remove the balloon together with the guidewire. The procedure was completed with no patient complications nor issues reported.

Event description:
It was reported that the device entrapment occurred. After stent implantation, a 3.00mm x 15mm nc emerge balloon catheter was advanced for post dilation. However, during attempting to remove the balloon over the non-boston scientific (bsc) wire in the usual fashion, the balloon became stuck to the wire. The physician managed to remove the balloon together with the guidewire. The procedure was completed with no patient complications nor issues reported.